Event description:
It was reported that a black colored pattern was found at the center of the intraocular lens (iol) after implantation. The iol was cut in half and removed and another company's iol was implanted. No incision enlargement, unplanned vitrectomy, or sutures were required. There was no reported patient injury or health damage. No additional information was provided.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6) section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: apr 5, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed the complaint lens was received cut in half. Three very small dark marks were observed on the returned lens which suggest that the larger dark phenomenon depicted in the customer complaint photo may have come off between the time of the initial observation made by the doctor and receipt of the product in jacksonville. Plunger rod issues (bent tip) consistent with excessive force during insertion was observed. No additional handpiece, cartridge, and plunger rod defects or assembly issues were observed before and after disassembly. Trace amounts of viscoelastic residue was observed in the handpiece cartridge which suggests that an inadequate amount of ovd was used during loading and insertion; however, this is not expected to contribute to the reported complaint issue. The customer provided photo attached in the cp was reviewed and dark phenomenon were observed on the lens; however due to the image provided and the image quality provided the nature and potential root cause could not be determined. A material analysis report was requested on april 17, 2023 6:38 am for the foreign material, and the product was received eag laboratories on april 19, 2023. Per eag laboratories, eds analysis revealed the presence of na, cl, mg, p, s, ca and k, indicating a mixture of inorganic salts. Due to the inorganic nature of the foreign material no ftir spectrum could be captured to be compared against the añasco manufacturing process aid and tools library. However, inorganic salts share a similar composition to bss which can be used per z311498 (dfu, model dib00v (jp)) which states: the use of balanced salt solution (bss) or viscoelastics is required when using the delivery system. For optimal performance when using ovd, use the healon® family of viscoelastics. The use of bss with additives has not been studied for this product. As a result of the investigation there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.